Event description:
Affiliate reports the tab portion of the lamina spreader broke off and remains in the pt.

Manufacturer narrative:
Codman has requested return of the lumbar lamina spreader for evaluation.